Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to proximal left anterior descending artery. A 10 mm x 3.75 mm wolverine coronary cutting balloon monorail was initially selected, then reduced to a 10 mm x 3.50 mm balloon. During the procedure, it was noted that the initial balloon ruptured at 6 atm. Subsequently, the 10 mm x 3.50 mm balloon also ruptured at 6 atm during ballooning. There were no issues withdrawing the device from the lesion, and no residual material was left. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual or tactile inspection did not identify damages to the balloon, hypotube shaft, and entire outer and inner shaft polymer extrusion. Microscopic examination of the balloon identified a pinhole at 4mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages were noted on the shaft polymer extrusion. No damages were noted on the distal tip, and proximal and distal markerbands. The device failed to inflate fully due to a pinhole in the balloon material. The encore inflation device was verified before and after the procedure using a druck gauge. Device history record (DHR) review: this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the event description, the reported balloon rupture was most likely caused by the patients challenging lesion details; 75% stenosed, moderately tortuous and severely calcified.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to proximal left anterior descending artery. A 10 mm x 3.75 mm wolverine coronary cutting balloon monorail was initially selected, then reduced to a 10 mm x 3.50 mm balloon. During the procedure, it was noted that the initial balloon ruptured at 6 atm. Subsequently, the 10 mm x 3.50 mm balloon also ruptured at 6 atm during ballooning. There were no issues withdrawing the device from the lesion, and no residual material was left. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the balloon ruptured in about 20 seconds.

Manufacturer narrative:
B5 describe event or problem: updated.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to proximal left anterior descending artery. A 10 mm x 3.75 mm wolverine coronary cutting balloon monorail was initially selected, then reduced to a 10 mm x 3.50 mm balloon. During the procedure, it was noted that the initial balloon ruptured at 6 atm. Subsequently, the 10 mm x 3.50 mm balloon also ruptured at 6 atm during ballooning. There were no issues withdrawing the device from the lesion, and no residual material was left. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the balloon ruptured in about 20 seconds.